Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted:(B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported there was an infection at the pump pocket site. The patient experienced a fever and pus at the pocket site. It was noted there was no issues with the pump at all. It was not known if the infection was from implant or refill. There was no other factors that may have led or contributed to the infection. No diagnostics/troubleshooting was performed. The patient came to the hospital on (B)(6) 2018 and the hcp came in that night and explanted the device. The patient was put on antibiotics. Actions/interventions included surgical intervention to explant the entire pump system (pump products) on (B)(6) 2018 and products were discarded. It was stated that the patient was recovering and doing better. The patient's stimulator remains in service. It was noted that the issue was resolved at time of report, and the patient's status at time of report was alive- no injury. The event date was noted to be (B)(6) 2018. No further complications were reported/anticipated.